Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device failed the probe check. There was a u509 error displayed on the generator and the probe unit measuring approximately 10 mm long, broke off during the probe check. This is indicative of a cracked or damaged probe. A visual inspection of the returned device revealed that there was tissue build up on the device. The teflon pad had normal wear, no metal was exposed. The most likely cause for such probe damage is due to the probe coming into contact with a hard or metallic surface during device activation. Such type of damage on the probe is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified gynecological procedure there was an unspecified error message displayed on the generator when the hand piece was plugged in. In addition, olympus was informed that there was no damage to the teflon pad and no metal was exposed. The intended procedure was successfully completed using a different thunderbeat device. No medical or surgical intervention was provided. There was no patient injury reported.